Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod. The pod reportedly fell off the infusion site, causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
The device was received fully deployed with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad welds. During the investigation, data obtained from the device generated an 0x1c alarm indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be conclusively determined, nor could the root cause of the reported adhesive failure be conclusively determined.

Manufacturer narrative:
Additional information to the lot number. Updated d(4) lot no from unavailable to pd1c09162151. Expiration date changed from unavailable to 3/16/2023. Updated unique identifier (UDI) # from (B)(4). Correction to h(4): device mfg date changed from unavailable to 9/16/2021.